Event description:
The patient expired on (B)(6) 2019 from altered mental status / multi-system organ failure related to sepsis and driveline infection.

Manufacturer narrative:
Section b2: correction (date of death). Section b5: additional information. The patient developed sepsis in the setting of a chronic pseudomonas driveline infection (previously addressed in MFR # 2916596-2019-03135, MFR # 2916596-2019-03145, and MFR # 2916596-2019-03149). Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. Multiple requests for product return were issued to the customer; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists driveline infection, sepsis, local infection, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that positive blood cultures resulted on (B)(6) 2019. Restarted vanco, zosyn ongoing from prior bacteremia. Re-consulted infectious disease (ID) once susceptibilities result. Held warfarin due to (d/t) need for line removal/holiday and new line insertion. Restarted IV lasix 80 mg every 12 hours. On (B)(6) 2019, discussed discontinued (dc) diuresis plan with heart failure (hf) d/t "smart meds" unable to approve home IV lasix; history (hx) of neuro toxicity in setting of elevated creatinine with cefepime; ID consult ceftazidine1g every 8 hours. Initiated in place of zosyn due to potential future infectious risk; interventional radiology (ir) to place tunneled line when blood (bld) cx(culture) negative; status post (s/p) line placemen will need heparin bridge to goal international normalized ratio (inr) 2-3 prior to dc. On (B)(6) 2019, ir for tunneled line removal for holiday over weekend. Transitioned to torsemide 60mg orally twice a day. On (B)(6) 2019, repeated CT abdomen today, ir for line removal. Resumed heparin bridging four hours after line removed. Planned to replace line the following thursday or friday. On (B)(6) 2019, general surgery (gall bladder) and plastics (worsening drive line abscess) to evaluate. Continued heparin bridging. On (B)(6) 2019, needed to coordinate a plan with plastics/CT surgery for possible lvad wound debridement. ID (infectious disease) re-consulted due to inability to clear bacteremia on ceftaz. Recommended to continue current ceftaz therapy. On (B)(6) 2019, continued IV ceftaz, continued heparin bridging, ID(infectious disease) following due to recurrent bacteremia. Torsemide decreased to once a day for increasing creatinine (cr). On (B)(6) 2019, vital signs stable (vss), blood cultures negative since (B)(6) 2019. On (B)(6) 2019, vss, blood cultures from (B)(6) 2019 showed preliminary result of gram negative bacilli in aerobic bottle. On (B)(6) 2019, operating room (or) for debridement, restarted heparin later in day. Plastics to evaluate if wound vacuum needed the next day. Complaints of (c/o) increased pain at surgical site. Oxycodone was given. On (B)(6) 2019, plastics placed wound vacuum. Started low dose warfarin (1mg vs 4 pta). Daily blood culture (bcx) through weekend, line early next week if negative. On (B)(6) 2019, no major changes. On (B)(6) 2019, planned for line to be placed the next day, currently on heparin drip, will plan to increase to pta warfarin once line was placed. Plastics changed wound vacuum assisted closure (vac), no issues. On (B)(6) 2019, psych saw, consulted palliative care. Ir for tunneled line, bleeding back on floor, stitch placed by ir. Clot at wound vacuum site, wound pt to evaluate. Later in day more bleeding at debridement site, plastics cauterized. Held heparin for now. Overnight (o/n), no signs or symptoms (s/s) of bleeding, heparin restarted at midnight. On (B)(6) 2019, o/n patient. With temp 38.7 tachycardic, vomited once, mild forgetfulness. Tylenol given heart rate (hr) was 90s, confusion resolved. On (B)(6) 2019, o/n. Nurse stated patient with "jerking" movements. Did not lose consciousness or loss of bowel/bladder function. Vad parameters within normal limits (wnl) and mean arterial pressure (map) stable. 250 fluid given for premature ventricular contractions (pvcs). Ammonia level ordered. On (B)(6) 2019, neuro status unchanged, dobhoff feeding tube (dht) placed, feeds to be started, needed to schedule family meeting. On (B)(6) 2019, repeated head CT( cat scan ), worsening altered mental status (ams), family meeting was planned for this day. On (B)(6) 2019, patient was more awake, repeated head CT. On (B)(6) 2019, daptomycin started for urinary tract infection (uti), mental status remained poor, dopamine at 4 mcg, urinary output (uo) improved, transferred to floor. On (B)(6) 2019, decreased dopamine from 4 mcg to 3 mcg and decreased torsemide from 60 mg twice a day (bid) to 40 mg bid, weight loss has been greater than 30 lbs in 5 days. On (B)(6) 2019, dopamine to 2mcg. On (B)(6) 2019, continued dopamine 2mcg today per heart failure service (hfs), repleted magnesium with 800mg. On (B)(6) 2019, dopamine decreased to 1 mcg, fecal management system removed, increased torsemide to 60 mg bid as dopamine decreases. Speech and swallow saw him and regular diet ordered, tube feeds stopped, accucheck before every meal (qac). On (B)(6) 2019, bilateral lower extremity doppler done, no issues. Ok for discharge. Patient remained on IV antibiotic for lifelong therapy. Patient was admitted from (B)(6) rehab facility on (B)(6) 2019 where he had been discharged to previously on (B)(6) 2019. He presented with worsening altered mental status (ams) with concern for sepsis in the setting of a chronic pseudomonas driveline infection. He was treated medically with antibiotics including vanc, ceftazidime, flagyl, meropenem, tobramycin, and fluconazole. Cultures were drawn from blood and skin wound around drive line infection which showed pseudomonas susceptible to most antibiotics. He also had a urine culture (ucx) with candida. Neurology was consulted for his ams and an ams workup was done which included an electroencephalogram (eeg) which showed moderate toxic/metabolic encephalopathy. It was presumed that his ams was due to his underlying bacteremia. He was found to have worsening infection and bacteremia over the course of his hospitalization leading to hemodynamic instability at one point requiring 6 pressors. He had a temporary hemodialysis (hd) line placed and was started on continuous venovenous hemofiltration (cvvh). He was found to have rising liver function tests (lfts) in the setting of his bacteremia. He previously had some concern for cholecystitis. A right upper quadrant (ruq) ultrasound showed concern for cholecysitis with possible gallbladder perforation. General surgery was consulted and a percutaneous chole drain was placed. After returning from the procedure he was noted to become more hypotensive requiring additional pressor support and eventually underwent cardiac arrest with pulseless electrical activity (pea) and return of spontaneous circulation (rosc) after about 8 minutes. 20cc of dark sludge was removed with a drain left in place which had minimal output while in place. Overall in the setting of his ongoing bacteremia and likely gallbladder perforation, the patient was noted to decompensate with worsening acidosis, hypotension. He was continued on continuous veno-venous hemofiltration (cvvh) and had severe refractory acidosis. A goals of care (goc) discussion was done with the family during which time it was agreed upon to avoid escalation of care, make the patient do not resuscitate/do not intubate. Eventually the patient became more hemodynamically unstable and arrested. Extended problems noted below. Patient expired.